Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge." T:slim user guide indicates, hold the pump upright while filling the cartridge.

Event description:
It was reported that the customer experienced elevated blood glucose levels (+200 mg/dl), and high ketones. Customer noticed air bubbles present throughout tubing. Reportedly, customer loads cold insulin into cartridge and does not have the pump in the upright position while filling the cartridge. Troubleshooting was performed and air bubbles were expelled. Customer's heath care professional adjusted the pumps basal setting.